Manufacturer narrative:
A ge rep evaluated the system and replaced a fuse on the power distribution board. System operates as intended. (B) (4).

Event description:
The customer reported the dual flat panels are not working. No pt injury was reported.